Event description:
The customer reported the system displayed a filament regulator error message. Also, the handle fell off the foot pedal. No report of patient or staff injury.

Manufacturer narrative:
No repairs on this system have been disclosed. Therefore, no conclusion can be drawn. However, no reports of patient or staff injury.